Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bariatric surgery, during the third stapling in the procedure, the distal stapling had a bad formation of the staples, compromising the closure of the sectioned structure, thus necessitating the replacement of the load a new firing and reinforcement with manual suture. There was no patient injury.